Event description:
Addition information has been provided by the reporting surgeon. A capsulotomy was performed and the material behind the iol was liquid. The pt was given topical steroids following the capsulotomy and now pt's visual acuity is 20/20. The surgeon recently dialted the pt's eye and the material has re-absorbed.

Event description:
Following bilateral intraocular lens (iol) implant surgery five years ago, he noticed a `material' between the iol and the posterior capsule during a recent examination. He further states it is not cell growth or pco (posterior capsular opacification) and it only affects one eye. The patient's best corrected visual acuity (bcva) has decreased from 20/20 to 20/70 since the material appeared. The surgeon indicated the material is whitish-grey in appearance and he is conferring with a retinal specialist to see if a photo can be taken.